Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant procedure, a chest x-ray revealed that the left ventricular (lv) lead had dislodged. It was noted that the patient experienced positional phrenic nerve stimulation upon running the device feature that allows automated testing of clinician-selected pacing polarities. It was also noted that the lv lead exhibited high and unstable threshold measurements. It was noted that the threshold was much higher than at implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.